Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the ippc was not starting. Fse removed and reseated the ippc connections. After reseated the connections the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was not booting. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.